Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 353 mg/dl. Customer treated their blood glucose with the insulin pump. It was also found the customer had extreme thirst from their high blood glucose. Troubleshooting found the insulin pump did not have any leaks or air bubbles present. It was also reported the customer was hospitalized recently and was on medications that caused hypoglycemia. The details of the customer's hospitalization was unknown. The customer declined to perform a high pressure test during troubleshooting. Customer was advised to change out their entire infusion set, reservoir, and insulin. The insulin pump will not be returned for analysis.